Event description:
During review of the vns programming history available to the manufacturer, it was noted that initial interrogation of the patient's vns on (B)(6) 2007 was indicative of a faulted diagnostics test. It was found that a system diagnostic test faulted at the previous office visit on (B)(6) 2007 resulting in an unintended change in settings. The patient's settings were not completely corrected until (B)(6) 2007. No adverse events have been reported as a result of the unintended change in settings.

Manufacturer narrative:
Analysis of programming history.